Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.1 cm diameter abdominal aortic aneurysm. The proximal neck was 26-25-30 mm in diameter and 10 mm in length. The left common iliac artery was 12-14 mm in diameter and the right common iliac artery was 11-13 mm in diameter. The right and left external iliac arteries measured 9 mm in diameter. The proximal neck angulation was mild with moderate calcification. It was noted that the patient had a short and conical aortic neck. The neck angulation, both anterior and lateral, was approximately 50 degree. During the index procedure, the physician planned to implant the endurant cuff to increase coverage in the angulation of the aortic neck. There was no issues during the index procedure and no endoleak was observed. It was reported that the patient came in for a follow up and a proximal type I endoleak was observed at a large calcified area in the aorta. The has been no increase in the aneurysm size. The physician will monitor the patient and discuss treatment if necessary. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient was in for repair of a previously noted type I endoleak after endurant implant. The patient changed physicians and hospitals for repair of the type I endoleak. It was reported that the patient was treated. The patient's aneurysm continued to expand after endurant implant as noted in follow up CT scans. The patient went for a second opinion on treatment options. The physician decided to extend up above the sma and occluded the celiac artery with a 38x38x150 to get a seal in a more normal section of the aorta. The physician used atrium I cast stents to periscope up from both renal arteries and the sma. After stent graft and icast placement, there was no endoleak seen. The patient's blood pressure dropped several times during the treatment procedure. Procedure lasted approximately 8 hours. The patient was doing fine and planning on leaving the ICU today. The physician stated he thought the aortic calcification was causing the stent graft to not oppose the aorta, causing the endoleak.